Manufacturer narrative:
H.6. Investigation summary: analysis of the batch history, quality notifications and maintenance records were performed and no quality deviations were found. The production processes are validated according to established criteria to the fulfillment of the users¿ requirements. By analyzing the customer samples we can verify that there was a deformation in the internal region of the syringe nozzle due to the production process in the molding step. The mentioned region is more susceptible to variations depending on the product design and needs more time to solidify over other areas, so the occurrence of deformation is related to temperature variation in the injection mold cooling system. Due to the absence of a history of quality problems during the control and maintenance inspections of the equipment, we consider that the failure was punctual and should be monitored in the next production with an increase in the frequency of functional tests and warning of possible equipment system failures. H3 other text : see section h.10.

Event description:
It was reported that during blood draw air bubbles formed with a bd syringe 10ml w/snd. The following information was provided by the initial reporter, translated from portuguese to english: air entrance in the blood draw.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9044935. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-13. Medical device lot #: 9044938. Medical device expiration date: 2024-02-29 . Device manufacture date: 2019-02-13. Medical device lot #: 9044942. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-13." (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood draw air bubbles formed with a bd syringe 10ml w/snd. The following information was provided by the initial reporter, translated from portuguese to english: air entrance in the blood draw.